Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that a lead fracture was observed under fluoroscopy. Additionally, high out of range pacing impedance measurements were also noted when the lead was tested on a pacing system analyzer (psa).